Event description:
Baxter reported," the minicap adapter has more povidone solution than usual. The transfer set gets a brown discoloration in less than one month." There was no patient injury or medical intervention associated with this incident according to baxter.